Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in five pieces. Visual examination found external abrasions breaching the outer insulation and exposing the outer coil at 7.1 ¿ 7.6 cm , 16.2 ¿ 17.0 cm, 44.9 ¿ 45.1 cm, 45.5 ¿ 45.9 cm from the distal tip. The cause of external abrasions is consistent with friction to the device can and friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.